Event description:
It was reported that the patient had been hospitalized in the ICU (intensive care unit) with diabetic ketoacidosis (dka). The patient's (bg) blood glucose levels reached unknown high bg levels while wearing the pod. Patient's father reported the pdm (personal diabetes manager) would not power on, so patient was using an alternative form of insulin delivery which did not accurately control his bg levels. Symptoms reported include hyperglycemia, positive ketones and dehydration. The patient was treated with intravenous fluids. Potassium and insulin drip. The patient was still in the hospital at time of call.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.